Manufacturer narrative:
Insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Insulin pump was received with severely damage broken off case bottom, scratched case, missing end cap address serial label and pillowing keypad overlay. Insulin pump was received with moisture damage noted on electronics assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was 169mg/dl at the time of the incident. It was reported that the insulin pump was dropped and the was stepped on. The customer stated that the display was readable and there were unattended alarms. The insulin pump was returned for analysis.